Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she was awakened by her dexcom receiver alarming for a ¿low¿ glucose reading. She became frightened and consumed sweets and juice in an attempt to raise her blood glucose, based on the cgm reading. Despite this, the receiver continued to display the word low. The patient reported that she did not experience any symptoms of hypoglycemia at home and did not perform a fingerstick check. She went to the hospital at approximately 11:00 am, where a fingerstick glucose measurement showed a level of 400 mg/dl, while the dexcom device continued to indicate a low reading. The patient received IV fluids and 5 units of insulin (type unspecified). Her glucose level subsequently decreased to 100 mg/dl, though the dexcom remained inaccurate and continued showing a low value. The physician advised the patient to remove the dexcom sensor. She was discharged later the same day and reports feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.